Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain, "sickness", and cloudy fluid. The patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. It not reported if the patient was treated for the peritonitis. At the time this report, the peritonitis was not resolved, and the action taken with pd therapy was unknown. The reporter declined to provide additional information.